Event description:
It was reported that, after tka surgery had been performed on (B)(6) 2017, the patient experienced a fracture in the implant. This adverse event was solved by a revision surgery on (B)(6) 2023, in which one (1) jrny ii cr isrt xlpe lt sz 1-2 9mm was replaced with a s+n back-up device. Health status of patient is unknown.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation. However, the photographs were reviewed, and revealed that the implant fractured on the edge. The clinical/medical investigation concluded that there were no clinical factors found which would have definitively contributed to the event. The patient impact beyond the reported implant fracture and subsequent revision cannot be determined. Therefore, no further clinical/medical assessment can be rendered. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that the implant can break or become damaged as a result of strenuous activity or trauma. The patient should be warned that the device does not replace normal healthy bone. This has been identified in warnings and precautions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. The inspection drawing includes the verification of part configuration per print. Also, per material specification, the quality and manufacture of polyethylene bar stock shall be controlled. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.